Event description:
It was reported that the lead had a fracture. The lead was partially removed. No patient complications have been reported as a result of this event. It was reported that the caller noted a lead fracture when reviewing the x-ray. The lead was partially removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.